Manufacturer narrative:
Correction: b5 information provided that was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The event was observed during a therapeutic procedure. The procedure was completed and the device was inspected prior to use.

Event description:
The customer reported to olympus the visera elite xenon light source, displayed the error code e101 (output problem). The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found that output connector (light guide connection part) rattles due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.